Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the right side of their mouth now feels like it has an overbite. When they bite down, they can feel and hear their teeth clinking together. It feels uncomfortable and their front right tooth seem to be significantly shorter now than their left front tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.